Event description:
It was reported that the buttons were unresponsive after the battery change. It was stated that the numbers were counting up to six, and then the insulin pump had a frozen display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated with the motherboard. Further testing could not be performed due to the frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.